Manufacturer narrative:
The device was returned over eight years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that one day post implant, this system was exhibiting pacing impedance measurements greater than 2500 ohms on the atrial channel. An x-ray observed that the lead body was kinked. Therefore, a revision procedure was performed. Upon opening the pocket, it was revealed that the lead was not fully inserted into the device header. The lead was successfully re-inserted into the device header without further incident. No additional adverse patient effects were reported.